Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the shaft had a hole with the hypotube separated and protruding out of the shaft 58cm distal of the strain relief. The separated end of the hypotube was ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime and fluid to build up in the boot.

Event description:
Reportable based on the device analysis completed on 22sep2020. It was reported that error message occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet solent omni was used for a thrombectomy procedure. During the procedure, it was noted that the console stopped working after 5 seconds of power pulse and displayed a check saline supply error message. The physician reset the console, but the error still existed after several attempts. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.